Event description:
It was reported that a surgery was performed on (B)(6) 2016. Midline plate was used. Nine months after surgery, the plate was broken. Observation is performed at present. Revision surgery is not planned at present.

Manufacturer narrative:
Lot# 145371. Device history review, complaint history review, risk assessment. Review of manufacturing records revealed no manufacturing issues. Per the stg, "while the expected life of spinal implant components is difficult to estimate, it is finite." And "the surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future." The exact root cause cannot be determined, due to a lack of patient information. Therefore, the root cause is undetermined.

Event description:
It was reported that a surgery was performed on (B)(6) 2016. Midline plate was used. 9 months after surgery, the plate was broken. Please see attached x-rays. Observation is performed at present. Additional info: revision surgery is not planned at present.